Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedures of a bilateral retrograde pyelogram and cystourethroscopy during mesh implantation. It was reported that following insertion the patient experienced chronic pelvic pain, vaginal pain, urinary infections, vaginal infections, urinary incontinence, retention, leakage and dyspareunia. It was reported that the patient underwent mesh revision on (B)(6) 2008 and mesh removal on (B)(6) 2012 due to mesh erosion. The patient underwent mesh removal in hopes of alleviating some of the pain and vaginal complications. No additional information was provided. (B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary urgency, nocturia, urinary frequency, strain to urinate, urinary dribbling and urinary hesitancy. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary urgency, nocturia, urinary frequency, strain to urinate, urinary dribbling and urinary hesitancy.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.